Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for performa system 1, medwatch with identifier (B)(6) is for performa system 2.

Event description:
Caller reported blood glucose results of 102 mg/dl on performa system 1, 64 mg/dl on performa system 2 within 10 minutes. The customer used the same test strips for both meters. A request was made for the return of the meter and strips, replacement sent.